Event description:
The facility alleges that the staples are jammed into the feeder. It is unk when this condition occurred. No pt injury or medical intervention was reported.

Manufacturer narrative:
Device evaluated by MFR: the device has been requested for eval, but has not been rec'd. Should the device be rec'd for eval, a f/u report will be filed upon completion of the eval.